Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon and a 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. During the procedure, it was noted that the balloons ruptured and were simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon and a 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. During the procedure, it was noted that the balloons ruptured and were simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure. It was further reported that the target lesion was located in the moderately tortuous right superficial femoral artery.